Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a endoscopic lung resection, the device did not fire half way. They replaced the device with the same model to complete the procedure. No patient harm.